Event description:
Revision surgery - due to patient was in severe pain.

Manufacturer narrative:
Agent reported revision surgery due to patient was experiencing pain. Complaint has been evaluated and is similar to report number 1644408-2024-01807; 540-45-100, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.